Event description:
It was reported to philips that the device failed the self-test. There was no report of patient involvement.

Manufacturer narrative:
It was reported to philips that the device fails the self-test. There was reportedly no patient involvement. The field service engineer (fse) evaluated the device and confirmed issue. The device needs paddle trays. Upon conclusion of the evaluation, it was determined that the paddle trays require replacement. They were replaced. The device passed testing and was put back into service.